Event description:
Smiths medical intl ltd, has been notified of an event of the tracheostomy tube had cuff leakage after in use for one hr. They infused air but the pressure did not increase. No adverse outcome to the pt. The prod was tested before use. Event occurred at clinic in another country.